Event description:
It was reported that a user of the ilet experienced hyperglycemia after forgetting to reconnect infusion tubing following a shower, resulting in approximately two hours of disconnection and a peak blood glucose of 323 mg/dl; the user then reconnected and allowed the algorithm to correct without using backup therapy or seeking medical intervention. Symptoms included elevated blood glucose without reported ketosis or other clinical sequelae. Outcomes included transient hyperglycemia with resolution planned through device-directed correction. Investigation included complaint assessment and user education on reconnection and correction timing. Investigation of this case revealed user-related interruption of insulin delivery due to missed reconnection, with no device alarms reported. It was concluded that the event was attributable to user handling with no confirmed device malfunction and that the device operated as intended when reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.